Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the patient preparation. The procedure was aborted. The philips field service engineer (fse) inspected the system onsite and identified that the high voltage generator was not turned on during the system startup. A review of the system logfiles found that the system was unable to produce x-rays. During troubleshooting, the fse determined that the generator boot-up problem caused by missing power on sequence signals to en100 board. The cause of the mpdu control board failure could not be conclusively determined by the supplier's part analysis, however the replacement of the mpdu control board by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.